Event description:
Correction it was the right atrial lead that exhibited low lead impedance. New information notes at the patients clinic visit on (B)(6) 2011 showed atrial noise reversion. On (B)(6) 2012, it was discovered that there was loss of capture and oversensing. On (B)(6) 2012 the atrial lead was discovered to have low impedance and fracture possibly due to heavy lifting. There was an abrupt increase in atrial thresholds on (B)(6) 2012. The lead was capped on (B)(6) 2013 and subsequently explanted and replaced on (B)(6) 2013.

Event description:
It was reported that the right ventricular lead exhibited low lead impedance. The lead was clinically resolved by reprogramming. The lead remained implanted and will continue to be monitored.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.